Event description:
Same case as 6000093-2007-00173 and 6000093-2007-00178. It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. Initially, the physician placed three taxus express2 drug eluting stents, a 2.75x24mm, a 2.75x8mm and a 3.0x15mm, overlapping one another in the left anterior descending (lad) artery. The physician also placed a taxus express2 2.5x24mm stent to the diagonal (dx) artery. No patient injuries or complications occurred. Patient was discharged on plavix. Four days post procedure, the patient came back "acutely" and one of the previously placed stents in the lad was thrombosed. The stent with the thrombosis was unspecified. No patient injuries or complications were reported. Patient status was reported as "ok." Additional information regarding this event has been requested, but is not available.

Manufacturer narrative:
The delivery device was discarded by the hospital and the stent remains implanted in the patient, therefore, no direct product analysis is available. The root cause of the complaint incident could not be determined.